Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that a service required code was found in the device's error log that indicated a charger clip failure occurred as well as power management board failure. The device's power management board was replaced to address the issue. Additionally, the exhaust fan assembly, 43 micron filter, and pollen filter were preventatively replaced. Repair test, alarm check, battery check, run in tests and cleaning were performed. The software has been updated.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that a service required code was found in the device's error log that indicated a charger clip failure occurred as well as power management board failure. The device's power management board was replaced to address the issue. The device's power management board was returned to the manufacturer's product quality investigation lab for investigation. After evaluation, it was determined that the power management board operates as expected. Section h 6 updated.